Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the camera could not rotate, it was stuck, and the horizon could not be controlled. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was confused by the horizon, which was suddenly completely crooked, so they could not find their way around inside the abdomen and operate accordingly. The camera could not be rotated with the robot. The camera squeaks when turning it around and can get stuck at times. The customer replaced the camera to complete the operation, but no patient harm has been done.

Manufacturer narrative:
Based on the claim against the product by the customer noting a camera rotation issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have attached endoscope adapter (aea) damaged or friction/binding issue. The complaint regarding rotation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.